Event description:
Device was implanted on 1/15/85. The cylinders were revised on 8/23/85. The pump and reservoir were revised on 9/30/86. The entire device was removed from the pt on 10/1/96, due to "non-functioning" and replaced.